Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, patient reported a loss of connection with the sensor. No additional patient or event information is available. Data was provided for evaluation. The complaint confirmation was confirmed. The root cause was determined to be sensor noise.